Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The patient suffered hematoma. It was reported that during an afib case, the patient suffered a hematoma. It was reported there was excessive bleeding through the groin puncture than normal. The medical team had to hold pressure throughout the entire procedure. No medical intervention was provided but they had to make sure the area was sealed properly. The vascular team found no trauma. The patient was reported to be in stable condition. The physician believed a fellow may have scraped an artery on the way in; however, it was not confirmed. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient fully recovered. They were unsure if patient required extended hospitalization because of the adverse event. Relevant tests/laboratory data- unsure. Sheath's lot number is not available.